Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer was unable to find any problems with the drawer, no issue found. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.